Event description:
A caller reported an issue with their insulin pump, where the insulin gauge was displaying a different amount than expected. There was no adverse impact to the customer's blood glucose level. Despite the discrepancy, the caller declined to load a new cartridge and chose to continue using the current one, indicating they would follow up if necessary.